Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): helix disengaged from helical channel. Full lead returned and analyzed. Additional observations of distal conductor blood/body fluid (not obstructed), inner tubing kinked/buckled and blood in/on helix mechanism.

Event description:
It was reported that the lead had low impedance, decreased sensing, increased threshold, and there was a possible insulation breach. There was exit block and r-waves decreased. On revision the helix was difficult to extend or retract. The lead was removed and another one was implanted. No patient complications have been reported as a result of this event.